Event description:
It was reported that the patient presented for initial implant. During the procedure, the pacemaker was found to be malfunctioning. The device was not used and the operation was aborted. The patient was weak, but recovering at the end of the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.